Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01450 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system misidentification occurred. The following information was provided by the initial reporter: phoenix m50 can be used for drug susceptibility, but cannot be identified. It is clinically used, and there are differences and comparative tests. It is not a problem of slats hazard, injury or erroneous results? No hazard, injury or erroneous results details.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system misidentification occurred. The following information was provided by the initial reporter: phoenix m50 can be used for drug susceptibility, but cannot be identified. It is clinically used, and there are differences and comparative tests. It is not a problem of slats hazard, injury or erroneous results? No hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. (B)(6).